Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the doctor removed the dressing. Upon disconnecting the heparin from the catheter the catheter shaft detached at the y-junction. The patient required tertiary care. Additionally, the catheter could not be remove by pulling. The catheter was placed on (B)(6) 2012 in left subclavian. The catheter was in place for 7 months and 21 days.